Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent called and reported that the customer's insulin pump may have over delivered insulin. The customer¿s blood glucose level was 82 mg/dl at the time of the incident. The customer was eating 27 grams of carbs and the pump recommended 7.2 units of insulin to treat. Troubleshooting was not completed. The caller was able to suspend the pump and stop the customer from going lower than 70 mg/dl. The customer was also given juice and bread to prevent the low. The insulin pump will not be returned for analysis.